Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Sn (B)(4). Review of the most recent repair record determined that the cutter did not pass testing. The cutter's collar and gear were replaced; however the cutters were not fully repaired due to these components having to be entirely replaced. Review of the previous repair record identified that the cutter was found to fail testing which is related to the reported event. The device was returned to the account unrepaired. All sn's devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that there was an incomplete mesh made on the device. No harm or delay occurred.